Event description:
It was reported that a patient was revised due to the locking pin of the articular surface backing out. During the primary case, proper seating of the articular surface was ascertained. After surgery the patient was feeling pricking pain over medial aspect of left knee and a post operative x-ray showed that the locking pin of articular surface was backing out. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Report source- india. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h6, and h10. D6b: a revision did not occur as originally reported.

Event description:
It was reported that an articular surface would not lock into a tibial tray. During final implantation of articular surface the surgeon discovered that the shape of articular surface was not the standard shape. After comparing with another available articular surface, the surgeon noticed that there was extra plastic at the locking point of the articular surface. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product shows that the dovetail feature is compressed one side, flared on the other, and shows signs of use. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.